Event description:
User experienced two pt samples with discrepant troponin t and ckmb results. Sample 1, initial troponin t gave <0.200 ng/ml and repeat gave 0.010 ng/ml. Initial ckmg gave 43.41 ng/ml, repeat gave 4.16 ng/ml. Initial results were reported, both pts were admitted and received heparin drips. One pt received integrilin. It is not known which pt received integrilin. No additional pt info is available at this time. Troubleshooting revealed the two samples were inadvertently diluted. Analyzer software does not automatically default the dilution ratio to the undiluted selection when manually programming the next sample. If additional info is received, appropriate notification will be provided.

Event description:
User experienced two pt results with discrepant troponin t and ckmb results. Sample 2, initial troponin t gave <0.200 ng/ml and repeat gave 0.010 ng/ml. Initial ckmb gave 42.57, repeat gave 5.24 ng/ml. Initial results were reported, both pts were admitted and received heparin drips. One pt received integrelin. It is not known which pt received integrelin. No additional pt info is available at this time. Troubleshooting revealed the two samples were inadvertently diluted. Analyzer software does not automatically default the dilution ratio to the undiluted selection when manually programming the next sample. If additional info is received, appropriate notification will be provided.